Event description:
It was reported that red screen and error message appeared on the screen when the arctic sun device was turned on. Per review of wo on 20aug2025, there was no patient involvement. Per sample evaluation results received via task on 14nov2025, it was reported that the per wo findings, mixing pump and chiller pump were replaced. Alarm 113 was also displayed by the device.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported issue is a failed chiller pump. The device was evaluated and found to have a cooling malfunction. Alarm 113 was displayed by the device. The chiller pump was replaced. When the device was turned on, indicators of circuit cards weren't turned on. The mixing pump was found to have failed. Power circuit card and mixing pump were replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that red screen and error message appeared on the screen when the arctic sun device was turned on. Per review of wo on (B)(6) 2025, there was no patient involvement. Per sample evaluation results received via task on 14nov2025, it was reported that the per wo findings, mixing pump and chiller pump were replaced. Alarm 113 was also displayed by the device.